Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) and a consumer. It was reported that the cause of the high impedances and stimulation not working on the right side was due to the patient having vertigo and had fallen a few times since their scs implant. The actions taken to resolve the high impedance was an x-ray was ordered. The high impedance was not resolved. The rep was able to program at the top two contacts and the patient was feeling stimulation on the right side. The patient stated that the loss of stimulation sensation was also more than likely due to a change in activity level. The patient stated that the issue was determined and they were reprogrammed. The patient stated that all was well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that he didn't think his device was working. The patient further reported that he just cranked stimulation up to 4v or 5v and feeling no stimulation. The patient reported that once a while when he sat in a certain position he felt the stimulation but had noticed in the last week that he didn't feel any stimulation. The patient reported that he checked and the ins was fully charged and the battery was all good and everything. The patient further stated he turned stimulation off and back on both with the patient programmer (pp) and recharger. The patient reported that he increased stimulation about 4 or 5v and that should be bumping him out of his chair, but he felt nothing. The patient reported that his stimulation was normally at 2.0v. The pp showed that stimulation was on. The patient confirmed that he was on group a, program 1 and 3.0v and the implant was fully charged. The patient confirmed group a, program 1 at 2.0v where normally was set to feel stimulation on both the left and right side. The patient increased stimulation all the way up above 8v until he saw the upper limit screen, but confirmed he still felt no stimulation on both sides. The patient also reported that group c was another group supposed to cover left and right sides. The patient reported that he was told group c was a stronger program and would eat up his battery faster and so that he used group a. The patient reported that group a was a slower program and it was working. The patient reported that he didn¿t feel stimulation on both sides on the programs he was supposed to. The patient changed to group b, program 1 and confirmed voltage when he changed to b was 0.0v. The patient increased stimulation to 3.5v and confirmed he only felt stimulation on the left side, but nothing on the right. The patient reported that stimulation was uncomfortable at 3.5v so he decreased to 2.0v and confirmed stimulation was comfortable. It was confirmed that there was only one program on group b. The patient then changed to group c, program 1 to about 7v and was unable to feel stimulation. The patient also confirmed that group c only had 1 program. It was noted that the patient falls all the time because he had severe vertigo. The patient reported that he normally felt stimulation on both left and right sides and stated he ¿normally felt stimulation harder on his right side because his right side was the side that had more damage than the left¿. Additional information was received from the patient via a manufacturer¿s representative (rep) on 2018-06-22. The rep reported that the patient called stating his right-side stimulation wasn't working. The rep reported that they ran an impedance test and contacts 10-15 were greater than 10,000 ohms. The rep reported that the programmed 8+9- with a pulse width of 460 and a rate of 60 and per the patient he felt stimulation on the right side covering his area of pain. The rep reported that an x-ray would be ordered to confirm lead placement. The issue was resolved. No further complications were reported.